Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component. The surgeon reported the tibial component was grossly loose and had very little to no bonding with the underlaying cement mantle. He reported erosion medially compared to laterally due to how the tibial component had subsided. He noted a well-fixed femoral component and it was not revised. The surgeon indicated excellent patellofemoral tracking and neither the femoral component nor the patellar components were revised. The patient was implanted with attune knee system and depuy cement x 1. There were no complications reported with the procedure. Doi: (B)(6) 2017, dor: (B)(6) 2018 (rt knee).